Event description:
Reportedly, during patient use, a 'high fio2' and a 'low fio2' alarm occurred. Replacing the oxygen sensor resolved the issue. There were no adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.